Manufacturer narrative:
Since no photos or samples displaying the reported condition of foreign matter were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd saf-t-intima w/y adapter yel 24ga x .75i foreign matter was found on the needle. There was no report of patient impact. The following information was provided by the initial reporter: on (B)(6) 2022, the nurse opened the package of the indwelling needle before giving the patient infusion, and found a visible burr on the needle. (B)(6) 2022 received update from sales representative. The event description is updated as follows: the burr in this case is the attached foreign body, the wool attached to the tip of the needle.